Manufacturer narrative:
(B)(4). Internal complaint number: (B)(4). Autonumber : # (B)(4). The hp2 device was not returned to maquet cardiac surgery for investigation, because the device was discarded. A photographic inspection determined signs of clinical use and no evidence of blood. The heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. The complaint was confirmed for the reported failure "bent wire".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws of device were coming apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws of device were coming apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws of device were coming apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.